Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was not possible due to lot and product numbers not being provided. (B)(4).

Manufacturer narrative:
Further information received indicate the products revised in the surgery reported under MDR 1020279-2015-00794 were not smith & nephew products. Therefore, it is determined that this report was filed in error.

Event description:
It was reported that a revision left knee surgery was performed to remove implants due to infection and an inflammatory response.